Event description:
Procedure: laparoscopy. Reportedly, the valve would not shut, was removed and another was applied which may have made patient become bruised in the trocar area. No other information was provided.